Event description:
Through implant patient registry and investigation, it was learned a 25mm 7300tfx mitral valve was explanted after implant duration of eight (8) years, one (1) month, due to stenosis. Patient presented with shortness of breath and chest pain. The explanted device was replaced with a 27mm 7300tfx mitral valve. The patient was transferred to ICU in stable condition at the end of the operation. Patient was discharged on pod# 8.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The most likely cause is patient factors, including a history of coronary artery disease, hyperlipidemia and diabetes mellitus.

Event description:
Through implant patient registry it was learned a 25mm 7300tfx mitral valve was explanted after implant duration of eight (8) years, one (1) month, due to unknown reasons. The explanted device was replaced with a 27mm 7300tfx mitral valve. Patient post-operative status noted as in recovery. This is 74-year-old male patient. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve additional information and the device is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.